Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(4) 2017. It was reported that the pump was explanted on an unknown date.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6), product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-nov-21 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that at a pump refill in (B)(6), more drug was observed in the pump than expected. The amount was unknown. A dye study was attempted/performed, and the results were unknown. The patient was referred for possible catheter/pump revision/replacement, and it was confirmed that surgical intervention was planned but had not been scheduled. The issue was unresolved at the time of report and the patient's status was unknown. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8782 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type catheter product ID 8784 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Any environmental, external, or patient factors that may have led or contributed to the issue were unknown. Additional information was received from a healthcare provider via a manufacturer representative on 2017-nov-29. It was reported that the pump was emptied on 2017 (B)(6) and refilled with normal saline. It was noted that the patient was in the hospital.